Manufacturer narrative:
Details of complaint: the customer reported that the display on the central nurse's station (cns) was blacked out. They indicated that the ups had 2 battery bars and one was depleted. No patient harm or injury was reported. Investigation summary: the customer's biomedical engineer (bme) was able to resolve the issue by holding down the power button on the cns for 20 seconds, which resolved the issue. The customer later indicated there had been a power outage and once the power was restored the devices were back up and running as expected. Based on the available information, a definitive root cause could not be identified. However, a startup failure may occur due to an unexpected shutdown (i.e., power outage). The ups is present to prevent the unexpected shutdown as a backup source of power. Should the ups be defective, the cns would shut down unexpectedly. Environmental factors and the ups failure are contributing factors to this issue.

Event description:
At 6:15 pm pst, the nurse reported that the central nurse's station (cns) display is blacked out. She does not see the led indicator from display and does not see the led indicators from the cns. Nihon kohden technical support (tech support) had her trace the power cord to the ups. The ups displays two battery bars, one is full and the other is depleted. Tech support asked her to plug the cns into a different outlet on the ups and power on the cns. The cns fails to start. No patient harm was reported.

Manufacturer narrative:
At 6:15 pm pst, the nurse reported that the central nurse's station (cns) display is blacked out. She does not see the led indicator from display and does not see the led indicators from the cns. Nihon kohden technical support (tech support) had her trace the power cord to the ups. The ups displays two battery bars, one is full and the other is depleted. Tech support asked her to plug the cns into a different outlet on the ups and power on the cns. The cns fails to start. They asked her to plug cns into an outlet on the wall (red outlets) and fails to start. They had her look for the I/o switch to see if it is toggled on which they were unable to verify because it is not labeled. They had her depress the switch in opposite direction and try powering on cns which fails as well. They had them revert the switch back to original position and try a different outlet on the wall this fails as well. They have her check that the power cord was plugged in firmly at both ends (back of cns and wall outlet). No sounds / no fans startup / no led indicators every time she attempted to power on the cns. Finally, tech support advised her to contact their on-call biomed to further troubleshoot. The biomed had come in, pressed and held the power button for 20 seconds and completely rebooted the cns. They were finally able to monitor patients at the cns. The cns power supply was fine. The biomed brian stated that they had a power outage, and once the power came back on, they were back up and running. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 06/15/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 06/15/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received.

Event description:
At 6:15 pm pst, the nurse reported that the central nurse's station (cns) display is blacked out. She does not see the led indicator from display and does not see the led indicators from the cns. Nihon kohden technical support (tech support) had her trace the power cord to the ups. The ups displays two battery bars, one is full and the other is depleted. Tech support asked her to plug the cns into a different outlet on the ups and power on the cns. The cns fails to start. They asked her to plug cns into an outlet on the wall (red outlets) and fails to start. They had her look for the I/o switch to see if it is toggled on which they were unable to verify because it is not labeled. They had her depress the switch in opposite direction and try powering on cns which fails as well. They had them revert the switch back to original position and try a different outlet on the wall this fails as well. They have her check that the power cord was plugged in firmly at both ends (back of cns and wall outlet). No sounds / no fans startup / no led indicators every time she attempted to power on the cns. Finally, tech support advised her to contact their on-call biomed to further troubleshoot. The biomed had come in, pressed and held the power button for 20 seconds and completely rebooted the cns. They were finally able to monitor patients at the cns. The cns power supply was fine. The biomed brian stated that they had a power outage, and once the power came back on, they were back up and running. No patient harm was reported.